Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's implantable neurostimulator (ins) for non-malignant pain and complex reg pain syndrome type I. It was reported that they first had a stimulator in 2008 and then they removed the implant in 2014 so the patient could have MRI's done. They also mentioned that the implant wasn't functioning properly and some of the electrodes were not working. No patient symptoms reported. No further complications reported/anticipated.